Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, an attempt was made to deploy a vasoseal es. The nurse holding occlusive pressure felt the skin pull when the physician located the arteriotomy. When the dilator was advanced over the locator, the physician felt the locator wire give. The locator was then advanced forward and an attempt was made to retract the j segment. When the locator was removed, it was noted that the j segment was missing. A fluoroscopy revealed the j segment in the pt. The datascope rep was advised by hosp personnel that the j segment was left in the pt. Please note, however, that the medwatch filed by the user facility notes that the j segment was surgically removed. No further complications were reported.